Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua7 was due to a defective load cell 2. The cracked covers and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, cracked front and bottom enclosures were observed on the returned autopulse platform, likely due to mishandling. The damaged enclosures needs to be replaced to address these issues. During archive data review, multiple ua7 error messages were recorded on the reported event date, thus confirming the reported complaint. The initial functional testing failed due to the returned autopulse platform displayed "(ua)07" upon powering on, thus confirming the reported complaint. To remedy, the defective single point load cell 2 needs to be replaced. Unrelated to the reported complaint, pinched cabling on the drive train was observed, likely due to wear and tear. The autopulse was manufactured in february 2008 and is 12 years old, well past beyond its expected serviceable life of 5 years. The drive train needs to be replaced to address this issue. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. Crew installed a new lifeband on the autopulse platform and tested it on a manikin, the lifeband would not retract and platform would not start compressions, ua07 persisted and would not clear. No patient involvement.